Event description:
It was reported that pump touchscreen was cracked and shattered, making screen illegible and touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, a replacement pump was sent.